Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 24 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported pain and implant mobility in this patient with excellent oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.